Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that while removing the imaging system from the or, they received a critical battery error message. They plugged the system into a working outlet in the hallway, then the system unexpectedly powered off. They said that the motion batteries had been recently replaced, the system was plugged in overnight, and the battery indicators were scrolling as they should. There was no patient present when this issue was identified. Onsite investigation was performed and it was discovered that the motion batteries caused this event. Replacement of the motion batteries resolved the issue. No further issues were reported. Analysis of the old motion batteries is not possible as they were not returned to manufacturer by the site. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while removing the imaging system from the or, they received a critical battery error message. They plugged the system into a working outlet in the hallway, then the system unexpectedly powered off. They said that the motion batteries had been recently replaced, the system was plugged in overnight, and the battery indicators were scrolling as they should. There was no patient present when this issue was identified.